Event description:
It was reported that the user experienced high blood glucose levels and that there were air bubbles present after the reservoir had been pre-filled. The blood glucose reading was 30 mmol/l. The caller stated that there were problems with removing the small air bubbles. After day 1, the user observed air bubbles in the reservoir and had been experiencing this issue more frequently. The caller was advised to fill the reservoirs using insulin at room temperature. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.